Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2024 by the malays orthopedic journal titled ¿retrospective comparative analysis of clinical and functional outcome after arthroscopic bankart repair using all-suture anchor and metal anchor¿. The study reviewed forty-seven (47) patients who underwent shoulder procedures using arthrex fastak devices. Three (3) patients were documented to have had glenohumeral instability resulting in dislocation during the forty-seven (47) month follow-up period. Ref: jain, v., et al. (2024). "Retrospective comparative analysis of clinical and functional outcome after arthroscopic bankart repair using all-suture anchor and metal anchor." Malays orthop j 18(1): 11-18.